Manufacturer narrative:
UDI :(B)(4). The certas valve was not returned for evaluation (still implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported: "I am a (B)(6) year old hydrocephalus patient in (B)(6), getting treated at (B)(6) hospital. A little over a month ago, I was fitted with a codman certas plus vp shunt with a programmable valve, since it is supposed to be so amazing for kids and, in some cases, teens, like me. I had issues with it as soon as I stood up, a loud buzzing noise that was similar to a drainage pump turning on and off, which is funny as a comparison. Anyway, they got me another of the same model, and that one made noise too. So I've gone a little more than a month with a shunt that makes noise irregularly whenever I'm standing up, especially physical activity like running or any other type of cardio, sometimes even weight lifting. This has turned my life upside down to the point that I have been stricken with anxiety, can't participate in school activities." Mfg report number of the previous revision surgery reported on july 2020: 3013886523-2020-00029.